Manufacturer narrative:
The device is undergoing an evaluation but has not yet been completed.

Event description:
The wireless transducer loses the wi-fi connection and eventually renders the unit unusable. The investigation is in process.